Event description:
It was reported that during a non-device related surgery, the physician fried the battery with the bovi knife. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160 (sn (B)(6)). The returned ipg was analyzed and passed visual inspection. However, it was unable to be recharged after three four-hour charge cycles. It was cut open and the device exhibited high sleep current, and electrical testing revealed a low vh resistance measurement which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion post revision procedure. With all the available information, boston scientific concludes that the allegation of ipg being unable to charge after a non-device related surgery was confirmed. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. The ipg was likely damaged during the non-device related surgery with the bovi knife.

Event description:
It was reported that during a non-device related surgery, the physician fried the battery with the bovi knife. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.